Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a iatrogenic retinal break was noted at the end of vitrectomy procedure and was treated with a laser. It was indicated the retinal break was caused by vitreous traction during the procedure. This is one of three reports for this facility.